Manufacturer narrative:
Image review: ap/lateral single view x-rays from during the procedure was provided. It is difficult to see peek fragments but marker bands from cage indicate fracture of device. Possible contributing factors to device fracture include improper mounting on inserter,over impaction in disc space, improper sizing or impacting against endplate/cortical surface. Root cause: surgical technique related.

Manufacturer narrative:
(B)(6). (B)(4). PMA 510(k): this device is not approved for sale in us but a similar device with catalog number 9392507 and 510k number 9392507 is approved for sale in us. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that intra-op, while setting the implant, the cage was pushed some more with the inserter and some pieces broke which were removed. The cage was still in the patient. Patient complications were unknown.

Manufacturer narrative:
Product analysis :only two small implant fragments returned for analysis. The fragments display evidence of brittle overload, with rays emanating away from the location of crack initiation. The above observations are consistent with overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.